Manufacturer narrative:
Device received cracked reservoir tube lip. However, device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test and rewind test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer reported that they had reservoir lip ring damaged. The customer reported that they had damage on the reservoir lip ring. The customer reported that the reservoir was able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.